Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of restenosis of stented segment is a known potential adverse event as listed in the xact instructions for use. Although a conclusive cause for reported patient adverse effect and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that approximately 37 months after the xact stent implantation in the left internal carotid artery, the patient was noted to have a 70% in-stent restenosis on carotid ultrasound. The patient had no symptoms, and no treatment or intervention was provided. No additional information was provided.